Manufacturer narrative:
A lumenis service engineer visited the site six (6) days after the reported event and examined the system. Drained system of old coolant, found particulate filter in satisfactory condition, but replaced di filter due to age. Observed blast shield and bench optics in satisfactory condition, but the servo mirror was badly burned and will need a replacement. The engineer ordered replacement parts and will return to replace the mirror. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured on 1-aug-2019 and installed at the customer's site on (B)(6) 2019. A two year historical review of similar complaints revealed that the same malfunction of pulse 120 laser systems error 253 or damaged servo mirror has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. A review of system risk files (rd-1124690_af) revealed risk #2.3.1; 'optical misalignment -or- optics damage' which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be 'occasional', and the risk has been characterized and documented as acceptable within full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Gso expert determined the root cause to be the servo mirror, and noted that this is a quite rare issue with this system and that, as a result, no further corrective actions are necessary. Lumenis is closing this complaint and will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a laser lithotripsy on a kidney stone procedure in which a lumenis pulse 120h laser was being utilized, the system displayed error codes 253, 273 and immediately disabled the laser. The user facility tried to troubleshoot but after forty (40) minutes delay the procedure was completed with an alternate laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.